Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. As the affected lot is not known, the device history record could not be reviewed, but a 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: 2019-70526

Event description:
A surgical technician reported that multiple ophthalmic forceps closed correctly during separate vitrectomy surgeries, but would not reopen. In each case an alternate forceps was obtained in order to complete the procedure. There was no impact to any patient. Additional information has been requested.